Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had received watchdog timeout. The customer¿s blood glucose was 388 mg/dl. Customer reported that they were not able to clear the alarm. Troubleshooting was performed for insulin pump error. Customer was advised to monitor the insulin pump. The insulin pump will not be returned for analysis.